Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noticed that it was difficult to put in the burr attachment, the device had vibration and the color ring was missing. This was an older version and no spare parts were available. Device was replaced.

Event description:
Customer reported that it was difficult to put in the burr attachment, the device vibrated and the color ring was missing. This is report 1 of 1 for event #com-(B)(4).